Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath excess air was seen in the sheath. After the farawave pfa catheter was inserted through the sheath the device was aspirated and at that time excess bubbles were seen to be pulled through the device. A second attempt at aspiration was attempted but excess air was still pulled through the sheath. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is not expected to be returned for analysis as it was disposed of by the site. No air was seen in the patient during the procedure.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.